Manufacturer narrative:
A system service check of the medrad® stellant flex CT injection system, serial number (B)(6), was completed on february 28, 2024 which confirmed that the injector was operating within bayer specifications. The stellant® flex disposable set that was in use during the procedure was discarded by the site; therefore, it is not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The customer declined the offer of additional clinical applications training. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an extravasation occurring during a cardiac CT scan while the patient was connected to a medrad® stellant flex CT injection system. The customer reported that approximately 130ml of contrast was extravasated in the patient's left forearm during the injection. The patient underwent a fasciotomy, and an ultrasound was performed which confirmed that vascular and arterial blood flow had been maintained. The patient is reported to be stable.